Event description:
It was reported that the device exhibited sensing myopotential inhibition. No patient symptoms and no intervention were reported.

Manufacturer narrative:
Further information was requested but not received.